Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and evaluated the ise (ion selective electrode) system. The fse noted a leak at the sample and wash syringes and proceeded to replace the syringes to resolve the issue. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to a leak at the sample and wash syringes.

Event description:
The customer reported obtaining erratic na (sodium) results involving the beckman coulter au680 clinical chemistry analyzer. The customer stated that the ise (ion selective electrode) results were questioned when the customer saw low/negative anion gap calculations. The customer repeated the samples on an alternate au680 instrument and noted that na is the only analyte affected in this event. No erroneous na results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Qc (quality control) results passed within specifications at the time of the event.